Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user could not provide great detail and will be emailing in images of what he stated is broken on the wheels. No further information at this time. MDR filed.